Event description:
It was reported that the patient underwent an unknown spinal procedure. During the procedure it was reported that the flex arm would not tighten or hold position. It was noted that there was a stripped thread. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: analysis of the returned device shows that functionally of the instrument was evaluated; unable to tighten the instrument. Visual and optical examination identified thread stripping. The above observations are consistent with thread stripping.